Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said the device was not working. So they put on number 6, it never helped that is why they put it up to 6 and that hurt them a lot with pain in their foot they then lowered to 5 and it was still painful, so lowered to 4, and it bothered them now. Had on number 3 but cannot feel it. Feels nothing anymore and it does not work to help their bladder symptoms. Pt said they have not seen any changes, the doctor told them first 2 months their body must adapt and will urinate more. Tried to review stimulation sensation and therapy effect. And tried to clarify if pt was describing programs 6, 5, 4 and 3 or amplitude however could not clarify that information. Encouraged pt to use their equipment to check their setting but when pt tried to synch with their equipment they said they got the message: connect the communicator cable. Reviewed the communicator needs to be recharged. Pt said: but it is 98 percent charged. Reviewed the handset is likely 98 percent but communicator needs to be charged and when it is charged enough they can try to connect and try their other options. Pt will allow the communicator to charge and will try their other options for a couple of days. Pt had difficulty when trying to use numbers 4 and 3.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they are still not getting therapeutic benefit and they were feeling stim in their feet uncomfortably and were not sure what to do so they turned therapy off. The pt would like assistance trying to find a different setting that will be comfortable and helpful. Agent walked caller through turning stim on p1- 0.8. Caller confirmed that they feel it in the testicles and comfortable. The pt will monitor symptoms now that change was made and will follow up with doctor if doesn't resolve. (B)(6) 2023 the patient stated they are still having issues with the therapy. The pt stated that they went to the doctor to see what they should do because if its too low, they don't get relief, but if they turn it up to high they get a feeling of discomfort in the testicles or sometimes it feels too strong in their feet. The pt stated it almost feels like it is causing cramps. The pt stated they have another appointment with the hcp coming up (sometime this or next week) so for now they would like help turning therapy off. Agent walked caller through turning stim off and powering of the handset. Redirected to hcp to discuss further. The pt stated they will try to ask the doctor if a manufacturer representative can come to this appointment.

Event description:
Additional information was received from the patient. They reported that they are still not getting therapeutic benefit. Caller stated that they had the stimulator implanted for over active bladder; caller stated they have only tried changing the intensity and have not tried with other programs. Caller stated they went to mexico and just didn't think about it for a while but they are back now and would like to get this addressed. Agent walked caller through adjusting stim from program 3- 1.4 to program 4- 2.4. The patient will monitor symptoms now that change was made and will follow up with doctor if doesn't resolve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.